Manufacturer narrative:
Initial and final MDR 1888091 - MDR 3003442380-2024-08352 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-apr-2024, it was reported that patient faced two infusion set fell off during use events. The infusion set had been used for 12 hours.the patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.